Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5056691) in united states on 26-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for birth control. She reported upon leaving the physicians office, she experienced a vagus nerve incident, where her entire nervous system shut down. Fortunately, her gynecologist office was in the hospital and was rushed to the ER, where she spent the better part of the day; with no further incidents, she was sent home. When she returned to her doctor for a follow-up, she was told the vagus incident occurred because of a reaction she had to the drugs they gave her to make her relax. Following the procedure, she bled heavily for more than 50 days and eventually, her doctor prescribed birth control pills (which is ironic because the primary reason for having the procedure in the first place was in order to stop taking birth control pills) to control the bleeding but it took nearly two months to achieve that. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced vagus nerve incident / entire nervous system shut down and following the procedure, she bled heavily for more than 50 days (seen as genital bleeding). Both events were considered serious and listed in the reference safety information for essure. Insertion and removal of essure may precipitate fainting as a vasovagal reaction. In this particular case, consumer presented vasovagal reaction during essure insertion procedure and she spent the better part of the day in the hospital (the reporter stated hospitalization as event outcome). Following the procedure, she experienced genital bleeding. Considering that the events occurred during and following essure insertion and based on their nature, a causal relationship cannot be excluded. Although duration of hospitalization was not provided, this case was regarded as incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Ptc investigation received on 23-dec-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced vagus nerve incident / entire nervous system shut down and following the procedure, she bled heavily for more than 50 days (seen as genital bleeding). Both events were considered serious and listed in the reference safety information for essure. Insertion and removal of essure may precipitate fainting as a vasovagal reaction. In this particular case, consumer presented vasovagal reaction during essure insertion procedure and she spent the better part of the day in the hospital (the reporter stated hospitalization as event outcome). Following the procedure, she experienced genital bleeding. Considering that the events occurred during and following essure insertion and based on their nature, a causal relationship cannot be excluded. Although duration of hospitalization was not provided, this case was regarded as incident. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.